Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported the implantable cardiac monitor was removed due to infection. No further patient complications have been reported as a result of this event.